Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? How was the pain treated? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
No further information was provided. It was reported that a patient underwent ana removal of pigmented nevi procedure (B)(6) 2025 and suture was used. During the procedure, at 9:00, the surgeon used suture to suture the patient's incision; during the suturing process, the problem of pulling off suture needle happened, and the doctor immediately replaced the incision with a new suture of the same specification to complete the suturing. The repeated punctures in this incident increased the patient's pain and also increased the consumption of consumables in the clinical department. The procedure should be removal of pigmented nevi. No adverse patient consequences were reported. Additional information was requested.